Event description:
It was reported that patient enrolled in a clinical study underwent revision hip arthroplasty on (B)(6) 2005 to implant a biomet constrained system due to acetabular wear and the presence of osteolysis. Subsequently, the patient was revised on (B)(6) 2008 due to loosening of the acetabular component. Additional clinical data received indicates that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2005 due to poly wear.

Event description:
It was reported patient enrolled in a clinical study underwent revision hip arthroplasty on (B)(6) 2005, to implant a biomet constrained system due to acetabular wear and the presence of osteolysis. Subsequently, the patient was revised on (B)(6) 2008 due to loosening of the acetabular component. The constrained head, acetabular component and polyethylene liner were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. The polyethylene liner was not removed as previously reported, as it was determined product was an all poly cup. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-04863 & 2014-00637).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-04863 & 2014-00637 & 02649).

Event description:
It was reported patient enrolled in a clinical study underwent revision hip arthroplasty on an unknown date in 1987. Subsequently, patient was revised on (B)(6), 1991 due to an unknown reason. Patient underwent a revision procedure (B)(6), 2005 due to acetabular wear and the presence of osteolysis. Subsequently, the patient was revised on (B)(6), 2008 due to loosening of the acetabular component. The constrained head, acetabular component and polyethylene liner were removed and replaced.